Event description:
A planned revision surgery took place when an abg modular stem implanted in 2008 required revision because of elevated metal ions and other signs of metallosis. Securfit stem used to replace the abg modular stem which was removed.

Manufacturer narrative:
The device is not available for eval. Additional info has been requested and if it becomes available then it will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00243.